Manufacturer narrative:
H3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the raw material found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. A review of the customer provided images found images of a damaged anchor next to the handheld device. Both the proximal and distal end of the anchor are damaged. The distal tip of the anchor is not present. A visual inspection of the returned device found that it was returned outside of its original packaging. The anchor is fractured and missing threads on the proximal and distal end. The inserter of the handheld device has slight deformation on the distal end. The retention suture is unattached, and the suture puller is attached to the shaft, but not the anchor. There is debris on the distal end of the handheld device and in the threads of the anchor. Based on the condition of the product material found during visual inspection additional material testing is not required. The complaint was confirmed. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a shoulder rotator cuff repair, the footprint suture anchor cracked inside of the patient. All pieces were removed using suction. The procedure was completed without delay using a back-up device in the same bone hole. No patient injury or other complications were reported.